Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on 08/04/2016 stating that there was atrial pacing impedance out of range, safety switch and sensing was very low. The physician was unknown at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).